Event description:
The diagnostic procedure was completed with the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h4 and h6. Correction on fields: b5 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source's bulb has burnt out. In addition, an error e102 /light keeps going out and the font of the unit keeps showing 0 hours on the bulb. The issue occurred during lab preparation and there were no reports of patient harm.